Event description:
It was reported by service report that the motion interrupt pan was missing, the head left siderail panel/cover was cracked, and there were broken ground wires. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked head left siderail panel/cover. Broken ground wires. Missing motion interrupt pan.